Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional information is provided a supplemental report will be sent accordingly.

Event description:
While in use on a patient, a "system failure" alarm generated followed by a help screen. The intra-aortic balloon pump (iabp) was turned off for 10 seconds, and then was rebooted. It was suggested to swap the iabp with another to continue therapy, and have the iabp evaluated. The iabp was sent to the bio-med when removed from patient. There was no death or injury reported.